Event description:
It was reported that the customer had issues with the buttons on the insulin pump and received a button error alarm. The customer changed the battery and received the unexpected restart alarm. The customer stated that the act button and the b button were not working. The customer's blood glucose was 148 mg/dl. Troubleshooting was done. The customer stated it was possible that a button was pressed for three minutes or longer with his belt. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.